Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2019; product ID: 4058m52 lead, implanted: (B)(6) 1994; product ID: 4058m52 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a "malfunction." The lead was cut and replaced. No patient complications have been reported as a result of this event.